Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported by the clinic the lead had last been interrogated in 2009. The patient had a medical history of cardiomyopathy and neck cancer and had been in his normal state of health until he collapsed at home. The paramedics arrived 5 minutes after the collapse, the patient was intubated, and showed a paced rhythm. On arrival to the emergency department, it was reported the patient had an electronically paced rhythm with no perfusion (electromechanical dissociation). A clicking sound was noted by ER personnel coming from the patient, but unable to identify. The patient died the following month, with official cause of death unknown to clinic. It was reported the health care professional had no allegation of device or lead relatedness to the patient's death.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.